Manufacturer narrative:
None.

Event description:
Following a successful angioembolization procedure, the physician had difficulty re-sheathing the expandable tip of the surefire infusion system. While attempting to retract the tip, the proximal portion of the inner catheter shaft fractured at the hypotube. The surefire infusion system was retracted into the angiographic catheter and removed from the pt. There was no pt injury.